Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a change battery alarm. The customer was unable to clear the alarm. Keypad was unresponsive. The customer¿s blood glucose during the incident was unknown. The time on the insulin pump was not correct. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received frozen screen or button error alarm noted. The insulin pump time clock moved. Unit had bolus express, escape , act and up unresponsive buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify time/clock anomaly due to unresponsive button.